Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Attempt to charge and boot the unit. Fail, receiver ceases to function.attempt to download the receiver log. Unable to download logs because receiver ceases to function. Perform log review. Unable to perform log review because receiver ceases to function. Perform receiver functional test. Unable to run because receiver ceases to function. Cut open the receiver case for internal visual inspection and further troubleshooting. Fail, found defective battery with cracked controller chip. The reported event that the receiver ceased to function was confirmed during log review. The root cause is a defective battery